Event description:
The customer observed falsely elevated alinity c creatinine2 patient results on one of their alinity c processing modules (ac04231). After retesting the patient samples on a different alinity c, the results were lower within normal range. Internal qc failed >3sd, and the customer stated the software is configured to disable patient results upon qc failure, but the results (flagged with cntl) were released by the module. Falsely elevated results reported for 12 patients required correction. The following data was provided. Sid (B)(6): initial result 267 umol/l, repeat result 56.3 umol/l, female, 48 years old; sid (B)(6): initial result 293 umol/l, repeat result 65.7 umol/l, female, 33 years old; sid (B)(6): initial result 336 umol/l, repeat result 75.9 umol/l, male, 55 years old; sid (B)(6): initial result 349 umol/l, repeat result 81.2 umol/l, male, 56 years old; sid (B)(6): initial result 351 umol/l, repeat result 80.7 umol/l, male, 66 years old; sid (B)(6): initial result 386 umol/l, repeat result 89.8 umol/l, female, 81 years old; sid (B)(6): initial result 411 umol/l, repeat result 99.6 umol/l, female, 71 years old; sid (B)(6): initial result 333 umol/l, repeat result 75.4 umol/l, female, 54 years old; sid (B)(6): initial result 411 umol/l, repeat result 98.2 umol/l, male, 61 years old; sid (B)(6): initial result 324 umol/l, repeat result 72.2 umol/l, male, 64 years old; sid (B)(6): initial result 269 umol/l, repeat result 59.2 umol/l, female, 22 years old; sid (B)(6): initial result 303 umol/l, repeat result 68.2 umol/l, male, 50 years old. Reference range (male 60 - 125 umol/l), (female 55 - 110 umol/l), (critical 354 umol/l) the software configuration was checked and it was confirmed that "disable patient sample on qc failure" was correctly selected and qc westgard rules were correctly configured. The issue has not occurred with any other assays. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
A complaint investigation was conducted and after review of the available information there was no deficiency of the device identified. The data for this system was reviewed and revealed the software is functioning as expected. The system was adequately configured to disable reagent on control failure, the corresponding reagents were indeed disabled in positions 55, 19, and 51. The log review found reagent cartridge in positions 19 and 51 were re-enabled. Onscreen verified that there was a warning of crea2 control result falling between 2-3s; this will flag the patient result with a cntl flag. Device history review did not identify any non-conformances. Ticket trending review did not identify any trends. A review of the most recent software product monitoring review did not identify any similar issues related to the current complaint; therefore a trend was not identified. Review of the alinity ci-series operations manual provides adequate instructions how to disable and enable reagent on control failure. Based on the investigation, the device met performance specifications and performed as intended. No systemic issue or deficiency of the alinity ci- series system software v3.4.0, scm serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity c creatinine2 patient results on one of their alinity c processing modules ((B)(6)). After retesting the patient samples on a different alinity c, the results were lower within normal range. Internal qc failed >3sd, and the customer stated the software is configured to disable patient results upon qc failure, but the results (flagged with cntl) were released by the module. Falsely elevated results reported for 12 patients required correction. The following data was provided. Sid (B)(6) : initial result 267 umol/l, repeat result 56.3 umol/l, female, 48 years old. Sid (B)(6) : initial result 293 umol/l, repeat result 65.7 umol/l, female, 33 years old. Sid (B)(6) : initial result 336 umol/l, repeat result 75.9 umol/l, male, 55 years old. Sid (B)(6) : initial result 349 umol/l, repeat result 81.2 umol/l, male, 56 years old. Sid (B)(6) : initial result 351 umol/l, repeat result 80.7 umol/l, male, 66 years old. Sid (B)(6) : initial result 386 umol/l, repeat result 89.8 umol/l, female, 81 years old. Sid (B)(6) : initial result 411 umol/l, repeat result 99.6 umol/l, female, 71 years old. Sid (B)(6) : initial result 333 umol/l, repeat result 75.4 umol/l, female, 54 years old. Sid (B)(6) ; initial result 411 umol/l, repeat result 98.2 umol/l, male, 61 years old. Sid (B)(6) : initial result 324 umol/l, repeat result 72.2 umol/l, male, 64 years old. Sid (B)(6) : initial result 269 umol/l, repeat result 59.2 umol/l, female, 22 years old. Sid (B)(6) : initial result 303 umol/l, repeat result 68.2 umol/l, male, 50 years old. Reference range (male 60 - 125 umol/l), (female 55 - 110 umol/l), (critical 354 umol/l). The software configuration was checked and it was confirmed that "disable patient sample on qc failure" was correctly selected and qc westgard rules were correctly configured. The issue has not occurred with any other assays. No impact to patient management was reported.